Event description:
Patient reportedly received results of 3.6 inr and 6.2 inr within a few minutes on the coaguchek xs system. On another occasion, patient reportedly received results of 4.2 inr and 3.0 inr within a few minutes on the coaguchek xs system. No adverse event reported. Requested return of suspect device but strips have been consumed and are not available for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device consumed, will not be returned.